Event description:
It was reported there was a shocking or jolting sensation. It was noted when the channels were changed to the left, they felt a jolting sensation in their right side and their right leg would be very stiff. It was stated the patient noticed the issue several days prior to report. It was noted their next doctor¿s appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3708660, serial#(B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va05k2v, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va05k2v, implanted: (B)(6) 2013, product type: lead. (B)(4).